Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications. Additional devices implanted and involved: (B)(4).

Manufacturer narrative:
Added date of event. Added date of explant.

Manufacturer narrative:
The patient¿s medications include: simvastatin, metoprolol, and antibiotics.

Event description:
On an unknown date, imaging identified a suspected type ii endoleak with less than 5mm of aneurysm growth. It was reported the type ii endoleak was originating from multiple lumbar arteries. On (B)(6) 2013, an aortic puncture in the lumbar arteries was performed to treat the type ii endoleak. On (B)(6) 2014, an intervention was performed to treat an aortic infection that was reportedly caused by the aortic puncture procedure. The three excluder devices were explanted, and the aorta was repaired surgically. It was reported the patient tolerated the procedure. It was reported the devices were discarded at the hospital and are not available for evaluation.

Event description:
On (B)(6) 2009, the patient underwent treatment for abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, imaging identified a suspected type ii endoleak with less than 5mm of aneurysm growth. It was reported the cause of the endoleak is unknown. On an unknown date, an aortic puncture in the lumbar arteries was performed to treat the type ii endoleak. On an unknown date, an intervention was performed to treat an aortic infection that was reportedly caused by the aortic puncture procedure. The three excluder devices were explanted, and the aorta was repaired surgically. Additional information has been requested.